Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for redness, pain, and fluid discharge at the lead implant site. An infection was suspected and the evoke scs system was subsequently explanted. Culture collected were positive for infection, and antibiotics were prescribed.